Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. At the time of this report, the patient was performing automated peritoneal dialysis (apd) therapy and was hospitalized for peritonitis (the date of admission was not specified). No further information was provided regarding the treatment, the patient's status, the outcome of the peritonitis , or if apd therapy was ongoing. No additional information is available.